Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). It was reported that ever since replacement it doesn't work, it barely worked one year; had a hard time charging it never kept it's charge, it has been dead since 6 months after they put it in. Patient explained reasons why she did not get this resolved that were not related to the stimulator. Patient also explained it did seem to help pain especially in her legs but the pain has gotten so bad (without stim therapy) she cannot get out of bed without popping pills at least with that she could get out of bed. Patient either needs it removed or replaced, she cannot have MRI but needs one because she has a torn rotator cuff.